Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's wife stated that the pt had a short low flow alarm in the morning which woke him up. The pt told his wife he felt fine and not to call the vad coordinator. Later that morning the pt experienced a low flow alarm and collapsed. CPR was initiated. The pt had a heart rate of 20 bpm and his eyes were fixed and dilated when ems arrived. An autopsy was performed two days later and there was no determination on the cause of death. The pathologist reported that he did not see any visible signs of thrombus in the inflow and outflow cannulas.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.